Event description:
It was reported that pump battery depleted faster than normal and pump housing was broken and cracked so customer used rubber case to keep pump together. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting and no additional information was received regarding the outcome of the event.